Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported (B)(4): reportedly the proglide was used in a femoral vein. It should be noted that indications section of perclose proglide instructions for use states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery of access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a venotomy closure of a femoral vein was attempted using a proglide device with an 8f sheath after an interventional pulmonary vein isolation with cryo balloon procedure. Reportedly, a cuff miss was noted. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.